Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement self test and displacement test. All buttons functioning properly during testing. No damage on keypad traces or unlocked keypad connector noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 150 mg/dl at the time of incident. Customer stated that the insulin pump select button works intermittently. No significant events leading to keypad anomaly were observed. Customer reported that the insulin pump button remained unresponsive even after the battery has been changed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.